Manufacturer narrative:
Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end, instrument/biopsy/suction channels, air/water channel, and auxiliary water channel were cultured and there was no detection for microorganisms. Overall, the results are in conformance with the requirements. The device was returned to olympus for evaluation but the investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during maintenance (normal check of scopes at facility), the evis exera ii gastrointestinal videoscope could not be washed cleaned. There was an increase in escherichia coli (e. Coli) and delftia acidovorans. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected fields: e2/e3 (information was inadvertently missed), d9 date returned (device was returned prior to initial submittal). This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming units (cfu): 0 cfu. Bacterial identification: none detected. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The returned device was evaluated and the following defects were noted during the evaluation: the grip was scratched, the scope cover was scratched, the adhesive around the objective lens was white and clouded, the light guide lens had a crack, and the connecting tube was wrinkled. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.